Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a bead of plastic inside tube at the patient connection" in an opened pouch. There was no patient injury or medical intervention associated with this event. This was discovered before use of the device. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye and magnification identified a slight amount of excess plastic noted at the base of the heat seal bead of the tubing to the patient connector, but was not inside the sterile fluid pathway. The excess plastic on the tubing is a deformation of the heat seal bead of the tubing to the patient connect and is not considered to be particulate matter. The excess plastic does not affect the functionality of the unit and part of the assembly process; therefore the one (1) sample met specification. The reported issue of particulate matter inside the sterile fluid pathway was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.